Event description:
It was reported that noise and a drop in pacing lead impedance was observed. The physician opened the pocket and noted an outer insulation crush behind the device can. The lead could not be extracted, and therefore remains in situ.